Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with missing end cap sticker and loose drive support disk.

Event description:
The customer reported that the grey circle in the back of the insulin pump is coming out. The caller stated that the piston is moving backwards slightly instead of going forward. Advised the customer to discontinue use of the device and revert to back up plan. No further information was provided.